Manufacturer narrative:
Additional manufacturer narrative: although there have been attempts to receive further information regarding the device and event, no additional details were provided and the explanted device was not returned to edwards for analysis. At this time, edwards lifesciences is unable to determine the root cause for this event with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic aortic heart valve was explanted after eleven (11) years, nine (9) months due to unknown reasons. The explanted valve was replaced with a 23mm pericardial bioprosthesis. No additional details provided.

Manufacturer narrative:
Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, although there have been attempts, the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information indicating this aortic valve was explanted after eleven (11) years, nine (9) months due to moderate prosthetic aortic valve stenosis (mean gradient = 34 mmhg) and a small perivalvular leak. The patient tolerated the procedure well and was transferred to the intensive care unit in stable condition; he was later discharged on pod #7.